Event description:
The patient reported that they had their catheter in and their urine was coming out red and with blood clots. The patient also reported they had incontinence and urine retention. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).